Manufacturer narrative:
Analysis of the pump identified a wheel 3 loose screw. Interrogation of the pump determined it was used to infuse: lioresal 200.0 mcg/ml at 45.90 mcg/day fentanyl 300.0 mcg/ml at 68.85 mcg/day prialt 13.0 mcg/ml at 2.984 mcg/day clonidine 800.0 mcg/ml at 183.61 mcg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver an unknown drug, indicated for non-malignant pain and post lumbar laminectomy syndrome. The pump was prophylactically replaced to avoid in-vivo battery depletion/ due to normal end of service (eos). The device was returned to the manufacturer for analysis without a complaint. No patient symptoms were reported. It was stated that no patient injury occurred and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.